Event description:
It was reported that drive clutch issuers was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, non-original equipment manufacturer (OEM) top case and keypad were found. A review of the event history log (ehl) identified check clutch / plunger lever. During the functional testing the reported issue was able to be duplicated. The position sensor connector was not plugged into the main printed circuit board (pcb) by customer (during the replacement of the top case by customer). The root cause of the issue was caused by the customer's incorrect assembly of the device. Device will be placed in quarantine due to non-OEM top case and keypad were found.